Event description:
During the device evaluation of the duodenovideoscope, the adhesive around both the distal objective lens and light guide lens were found to be chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the most probable cause of the damaged adhesive around the objective lens and light guide lens is traced to expected or random component failure without any design or manufacturing issue (i.e. Stress, degradation, etc.). However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.